Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and leaflet flail gap (anterior from anterior 1/ posterior 2 (a1/ p1) medial to a2/p2 lateral) for a mitraclip procedure. The system was prepared per instructions for use (IFU). The xtw clip deployment was carried out according to IFU. After deployment, the clip delivery system (cds) was pulled into the steerable guide catheter (sgc) under echocardiographic control. After the cds was secured in the sgc, it was discovered that the clip had detached from the anterior mitral leaflet (aml). A second was placed directly next to the first (anterior 2 - posterior 2 (a2-p2) lateral), which stabilized the first clip and reduced the mr. There were no adverse patient sequelae or clinically significant delay. Per the physician, the flail gap contributed to the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detaching from the anterior leaflet post deployment, was due to pre-existing anatomy (i.e., leaflet flail) according to the physician. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na